Event description:
It was reported that the patient had been in the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached greater than 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include dizziness and nausea. The patient was treated with intravenous fluids and insulin. The patient was released the same day on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down/smartphone phone_control_ios, omnipod 5 software app version 2.1.0, operating system 26.3, hardware iphone14.2, cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.